Event description:
The jetstream g3 was advanced to treat an approx 25 cm, moderately calcified lesion located in the superficial femoral artery (sfa). The device made 1 pass in minimum diameter mode and 3 passes in maximum diameter mode. The device was moved back to the proximal sfa and the guidewire was removed from the guard. There was no tension initially while in retraction mode but then after 5-10 cm, the control pod stalled, and it became difficult to move. After a lot of tension and manually feeding the guidewire, the device was removed. The guidewire initially moved to approx mid popliteal, then out as the device was pulled back. Angiography revealed a small guidewire fragment lodged in the proximal peroneal artery. The physician was able to get a guidewire down and retrieved the fragment with a snare. The sfa and popliteal artery were ballooned and a stent was placed in the sfa. The final angiography showed good flow through the sfa with single vessel runoff. Final outcome was good.

Manufacturer narrative:
The pathway jetstream g3 catheter was returned to pathway medical technologies for evaluation. The returned device was evaluated and the cause of the jetstream g3 becoming struck onto the guidewire was due to damage to the bushing. It could not be determined whether the jetstream g3 device caused the guidewire break. It is unk whether the guidewire break was due to interaction with jetstream g3 device. Initial reporter (user) submitted report to FDA (B)(4).